Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.5/1.5/086 (sphere/cylinder/axis) was implanted vertically into the patients right eye (od) on (B)(6) 2021. Lens rotation was observed. On (B)(6) 2022 the lens was exchanged for a same model and size. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H3: product evaluation: lens returned with moisture in a microcentrifuge vial. Visual observation found the haptic torn and broken. Dimensional inspection was unable to be performed due to significant lens damage. Claim#: (B)(4).